Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, the patient underwent revision surgery on (B)(6) 2014 due to possible cyst/metallic debris. Taper liner and head were removed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07754 / 07755).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch:

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed evidence of damage, scratching and staining.